Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a hospitalization and various low and high blood glucose readings. Customer had high blood glucose readings ranged from 51 to 500 mg/dl; treated with food and glucose tablets. Customer was not using insulin pump greater than 48 hours before event. Customer also reported pencil tip sized air bubbles in the reservoir. Customer changed the infusion set. Nothing was replaced or returned.